Event description:
The customer reported to olympus, the hd camera head had no image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h3, h4, h6 and h10. Correction to d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device problem was detected during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.